Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Estimated dates: date of death, date of event, date of implant. The UDI # could not be provided because the part and lot numbers were not reported. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot and part number were not provided. The investigation was unable to determine a conclusive cause for the reported stent break. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determines. The reported patient effects of stenosis and death, as listed in the multi-link vision coronary stent system (css), instructions for use are known patient effects that may be associated with coronary stenting. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The supera and absolute stents referenced are filed under separate medwatch report numbers.

Event description:
It was reported through a research article identifying one vision stent that may be related to the following: death, restenosis, target vessel/limb revascularization, stent fracture, stent elongation, and stent compression. Details are listed in the attached article, titled, "comparative outcomes of supera interwoven nitinol vs bare nitinol stents for the treatment of femoropopliteal disease: insights from the xlpad registry".